Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage,device breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmatory test". The patient's concurrent conditions included hypertension, carpal tunnel syndrome, restless leg syndrome, uterine bleeding, vaginal discharge, fibroids, seizure, thyroid disorder and d & c. Concomitant products included nsaids since (B)(6)2005, paracetamol (acetaminophen) since (B)(6)2005 and valsartan (diovan) since (B)(6)2005. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). On (B)(6)2017, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("migration/migration of essure device location of device: uterine cavity"), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (dilatation and curettege). At the time of the report, the device breakage, menorrhagia, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, weight increased, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: pelvic/ abdominal pain ,dysmennorhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage/ expulsion : breakage, migration, other injuries/symptoms: weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2016: impression 1. Appearances of the uterus are suspicious for adenomyosis essure devices noted in situ. There are no adnexal masses. Uterus: ant everted with a globular configuration and markedly heterogeneous myometrium with blurring of zonal anatomy. These findings may represent adenomyosis. The cervix is unremarkable with nabothian cysts. Uterine size: 7.9 x 4.6 x 6.4 cm, volume 121 .5 ml.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs+mr received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition:mental anguish, patient did not undergo confirmatory test were added. Psych injury was updated to psychological or psychiatric problems condition: depression, migration was updated to migration of essure device location of device: uterine cavity. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure") and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: pelvic/ abdominal pain ,dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage/ expulsion : breakage, migration, other injuries/symptoms: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage,device breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmatory test". The patient's concurrent conditions included hypertension, carpal tunnel syndrome, restless leg syndrome, uterine bleeding, vaginal discharge, fibroids, seizure, thyroid disorder and d & c. Concomitant products included nsaids since (B)(6) 2005, paracetamol (acetaminophen) since (B)(6) 2005 and valsartan (diovan) since (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish,"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("migration/migration of essure device location of device: uterine cavity"), 11 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (dilatation and curettege). At the time of the report, the device breakage, menorrhagia, device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, depression, weight increased, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: pelvic/ abdominal pain ,dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage/ expulsion : breakage, migration, other injuries/symptoms: weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: impression. 1. Appearances of the uterus are suspicious for adenomyosis essure devices noted in situ. There are no adnexal masses. Uterus: ant everted with a globular configuration and markedly heterogeneous myometrium with blurring of zonal anatomy. These findings may represent adenomyosis. The cervix is unremarkable with nabothian cysts. Uterine size: 7.9 x 4.6 x 6.4 cm, volume 121 .5 ml.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: final report ticked (pqs request). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure") and was found to have weight increased ("other injuries/symptoms: weight gain"). At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: pelvic/ abdominal pain ,dysmennorhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage/ expulsion : breakage, migration, other injuries/symptoms: weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- case was upgraded to incident. Previously reported event injury nos was replaced with events pain: pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage/ expulsion : breakage, psych injury related to essure, migration and other injuries/symptoms: weight gain were added. Essure indication added. Patient date of birth were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.